Event description:
It was reported that a safety switch was triggered due to gradual increase in impedance measurements, measuring at 2020 ohms on this left ventricular (lv) lead. Upon review, it was noted that the gradual increase was noted since implant. Technical services (ts) recommended to have the patient seen in clinic for programming and testing. This lv lead remains in service. No adverse patient effects were reported.